Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the battery pca was not functioning the device was not working on battery. There was no adverse patient impact reported.

Event description:
The customer reported that the battery pca was not functioning ¿ the device was not working on battery. There was no reported patient involvement.